Manufacturer narrative:
The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 15th may 2018 the pad-pak DHR for lot no. A2852 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 3rd may 2018 with one recorded fail for battery voltage. 70 pad-paks from this lot were shipped to ¿aero healthcare.¿ on the 15th may 2018. Bent locator pin on the returned pad-pak. Root cause inconclusive. The device was returned with the reported fault of ¿no lights flashing and wont power on¿. Upon receipt the device could not be powered on with the returned pad-pak. Visual inspection of the returned pad-pak revealed that the locator pin on the battery terminal side of the pad-pak was bent. The damage to the locator pin had impeded the insertion of the pad-pak within the device. This would account for the device failing to power on and the absence of the green status indicator as per reported fault. The investigation was unable to conclusively determine when the damage to the locator pin occurred. It is possible that the damage to the locator pin may have been due to an incorrect installation of the pad-pak or due to a manufacturing defect. Additionally, the sam 360p device performed to specification throughout testing at heartsine. The device was temperature cycled between 0°c and 50°c for 48 hours, with the returned pad-pak correctly installed, while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new 360p device.

Event description:
Device will not switch on. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device will not switch on. There was no patient involved in this event.